Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device is a zoll loaner and was returned to stock after passing testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.